Manufacturer narrative:
(B)(4). Per results of investigation, the carefusion failure analysis (fa) lab received the suspect component and installed it in a known good vela ventilator unit. The unit was powered on in service mode and the exhalation differential pressure calibration was performed as described in the product service manual. The calibration failed and the reported issue was duplicated with the root cause being the differential pressure sensor. This issue will be internally investigated.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported transducer (xdcr) fault and exhaled differential testing failed. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.